Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received open book image on screen and it was not working. Customer stated that the insulin pump received power error and it was shut off. Customer was advised to remove the battery and insert battery alarm displayed on screen. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer was advised to insert new battery and display did not return after insulin pump restart. Customer was just next to the pool. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.